Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm, blank display or constant tone noted. The pump had cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer's mother reported via phone call of high blood glucose readings, damage and blank display from the insulin pump. The customer's blood glucose level was 447 mg/dl. The customer treated with the bolus wizard. The customer stated that there are cracks at the top battery compartment that extend down to 4-5 mm. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer declined to troubleshoot for high readings.